Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited non-sustained rv oversensing episodes due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes and further testing were recommended.